Event description:
Cardiologist inserted swan catheter into pt. When cardiologist went to inflate balloon, balloon syringe broke off in cardiologist's hand. Removed from pt and new swan catheter inserted.